Event description:
This lead was implanted on (B)(6)1993 and was explanted on (B)(6) 2013 due to non capture and impedance of 100 ohms. The physician was dr.(B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).